Event description:
Information received indicates the head section cannot be raised.

Manufacturer narrative:
The technician isolated the issue to the check. He replaced the check valve assembly to repair the bed.